Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: material no.: 381511; batch no.: 0119474. This rn placed 24g piv with lot # 0119474 to pt l wrist. There was immediate blood return noted and threaded/flushed with ease. While securing piv with tape, blood was noted to be leaking directly from piv site. This rn with 2 witness rns found blood to be leaking from small hole in catheter along hub (yellow plastic). The piv was immediately removed from patient. Piv catheter and packaging with lot # saved in biohazard bag and clinical engineering notified.

Manufacturer narrative:
H6: investigation: bd received a 24 gauge insyte autoguard unit from lot 0119474 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer microscopically inspected the returned unit and observed a cut in the catheter tubing. Based off the microscopic inspection the engineer was able to verify the reported defect. It was determined that the cause of this defect was manufacturing related. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: material no.: 381511, batch no.: 0119474. This rn placed 24g piv with lot # 0119474 to pt l wrist. There was immediate blood return noted and threaded/flushed with ease. While securing piv with tape, blood was noted to be leaking directly from piv site. This rn with 2 witness rns found blood to be leaking from small hole in catheter along hub (yellow plastic). The piv was immediately removed from patient. Piv catheter and packaging with lot # saved in biohazard bag and clinical engineering notified.